Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The event unit was returned with the tissue bag separated from the introducer. Upon inspection, engineering found the deployment mechanism was slightly deformed at the pawl tip. Based on the condition of the returned unit, it is likely that the tissue bag fell off when a force was applied to the tissue bag. The instructions for use (IFU) states, "unrolling the bag will be initiated by deployment of the rim element. The bag may be unrolled further by using the tip of a blunt laparoscopic instrument, such as an applied medical epix grasper." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Event description:
Procedure performed: laparoscopic cholecystectomy "upon deployment of inzii within the patient, the mouth of the bag remained close and the bag also remained tightly rolled up. This persisted even when the inzii has been fully deployed (handle cannot be pushed in any further). After some very slight maneuvering from the surgeon (with a blunt tip lap grasper) in order to open the mouth of the bag, the bag just fell out of the metal prongs/ applicator even when the black string was supposed to still be properly hooked to the catch near the handle." Additional information received via email from product specialist on thursday, 11apr2019: "it was partly sliding off the prongs at first, then it fell out altogether. Yes, the tips of the prongs were exposed inside the patient's body after the bag became detached from the prongs. No, the user did not pull back on the handle prior to pushing the handle forward to deploy. No, the plunger/actuator pressure forward towards the handles, then retracted, and then re-advanced. The bag was detached from the applicator to be used as is, then the applicator was removed from the trocar altogether. The surgeon attempted to ease open the bag with his lap instruments (in order to place the gall bladder specimen), but the memory of the bag was too strong and the material remained tightly closed/rolled up. In the end, the retrieval bag was pulled out from the patient, and a 10mm inzii was deployed." Patient status: no adverse event reported. Type of intervention: in the end, the retrieval bag was pulled out from the patient, and a 10mm inzii was deployed.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. "Upon deployment of inzii within the patient, the mouth of the bag remained close and the bag also remained tightly rolled up. This persisted even when the inzii has been fully deployed (handle cannot be pushed in any further). After some very slight maneuvering from the surgeon (with a blunt tip lap grasper) in order to open the mouth of the bag, the bag just fell out of the metal prongs/ applicator even when the black string was supposed to still be properly hooked to the catch near the handle." Additional information received via email from product specialist on thursday, 11apr2019: "it was partly sliding off the prongs at first, then it fell out altogether. Yes, the tips of the prongs were exposed inside the patient's body after the bag became detached from the prongs. No, the user did not pull back on the handle prior to pushing the handle forward to deploy. No, the plunger/actuator pressure forward towards the handles, then retracted, and then re-advanced. The bag was detached from the applicator to be used as is, then the applicator was removed from the trocar altogether. The surgeon attempted to ease open the bag with his lap instruments (in order to place the gall bladder specimen), but the memory of the bag was too strong and the material remained tightly closed/rolled up. In the end, the retrieval bag was pulled out from the patient, and a 10mm inzii was deployed." Patient status: no adverse event reported. Type of intervention: in the end, the retrieval bag was pulled out from the patient, and a 10mm inzii was deployed.